Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. No serial number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. No on-site visit by a field service engineer was identified in relation to the reported issue. According to information from the customer of the complaint all patients have recovered, and surgeries have resumed as normal. According to the originator, the customer does not use the system for flap creation. Logfiles have been requested but have not arrived. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. No part is expected to be returned to manufacturer for evaluation. The root cause of the reported event could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patients experienced diffuse lamellar keratitis in the unknown eye, after refractive surgery. The exact patient details not available. Additional details requested.